Event description:
Info rec'd that the left intermediate siderail will not lock. No injury reported.

Manufacturer narrative:
Technician found the left intermediate siderail will not lock. Found bodily fluid in siderail latch mechanism. Cleaned and lubed the siderail to resolve this issue.